Event description:
Device 1 of 2. Reference MFR report: 1627487-2013-1193. It was reported the patient's lead showed high impedance after his ipg was replaced. Reprogramming was unable to resolve the issue. The patient underwent revision surgery where his leads were replaced with a new lead. The patient is receiving effective stimulation.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.